Manufacturer narrative:
Investigation into this event showed acceptable qc results and no analyzer malfunctions. Repeat testing of the sample after filtration yielded repeatable negative results, which were consistent with expected results based on other cardiac marker assays. The root cause of the falsely elevated results is user error. The customer used poor sample preparation techniques.

Event description:
A customer observed falsely elevated ckmb results from a patient sample tested on the eci analyzer. The elevated results were reported and questioned by the physician. Falsely elevated results may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds or ortho clinical diagnostics inc.